Manufacturer narrative:
One case study was returned for investigation. Review of the study verified that the shift and subsequence cancellation occurred. Multiple warnings were displayed regarding the magnetic locations. Each of the conditions described by these warnings cause the magnetic location to be unreliable, which causes the respiration compensation to revert to the impedance-based algorithm.

Event description:
During the ventricular tachycardia ablation procedure, when the tacticath was inserted into the left ventricle, through the mitral valve, the respiratory compensation was lost which lead to a shift of the catheter and switched from magnetic model of respiratory compensation to an impedance model. Troubleshooting was performed, however it was not possible to bring back the gaping. The ablation was unsuccessful and the procedure was cancelled.